Manufacturer narrative:
Analysis of the lead (s/n (B)(4)) found no anomalies.

Manufacturer narrative:
Concomitant products: product ID: 3387s-40, lot# va0zzjs, product type: lead. Product ID: 3387s-40, lot# va0z59j, product type: lead. Product ID: 3387s-40, lot# va0z6c5, product type: lead. Product ID: 37612, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator. Product ID: 3389-40, lot# j0206548v, implanted: (B)(6) 2003, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: 64001, lot# n496402, implanted: (B)(6) 2015, product type: adapter. Product ID: 748240, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 3550-68, lot# n572485, product type: screening device. Product ID: 3550-68, lot# n572485, product type: screening device. Product ID: neu_stylet_acc, product type: accessory. Product ID: neu_stylet_acc, product type: accessory. Product ID: neu_stylet_acc, product type: accessory. (B)(4). Analysis results were not available as of the date of this report.  A follow-up report will be submitted when analysis is complete.

Event description:
The manufacturer representative (rep) reported that a new lead was placed down the center track and tested impedances. The first impedance test had values read above 40,000 ohms. A different twist-lock cable was used and the values did not change. Another lead was used. About an additional hour was added to the surgery because of impedance/troubleshooting issues. The indication-for-use (IFU) was parkinsons dual and movement disorders. No outcome or intervention was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. The lead captured in this report is the 3rd lead used during procedure. Refer to manufacturer report #2649622-2015-13323 for information on the first lead and manufacturer report #2649622-2015-13324 for information on the second lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.